Manufacturer narrative:
Supplemental MDR will be submitted when the additional investigation is completed. Since two endoscopes were involved in this evet, two mdrs are being submitted including this report (3001722928-2026-00005).

Event description:
The facility reported that culture tests conducted after repairs on two endoscopes (serial numbers (B)(6) owned by the facility failed. The details are as follows: on (B)(6) 2025, (B)(6) repair completed, on (B)(6) 2025, (B)(6) repair completed, on (B)(6) 2025, (B)(6) culture tests passed, on (B)(6) 2026, (B)(6) culture tests failed. After the culture test conducted on (B)(6) 2026, the subject endoscopes were not used clinically, and no reports of health hazards such as infection have been received.